Manufacturer narrative:
Manufacturer's investigation conclusion: although an extrinsic outflow graft obstruction (eogo) could not be confirmed based on the provided photographs, an eogo was previously confirmed via computed tomography (CT) scans reported under MFR: #: 2916596-2022-11927. According to the account, the issue resolved after removing the obstruction between the bend relief and outflow graft. No log files were provided for review and the account was not sure if low flow alarms were triggered. CT scans were used as a diagnostic testing; however, the pictures were not provided by the hospital. The account provided two photographs of the intervention. The first photograph showed the underlying outflow graft exposed, with some tissue formation on the outside of the graft material. The second photograph showed the outflow graft bend relief removed and placed on a white fabric. Yellow and pink tissue-like formation was also observed on the fabric as well. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. G) and the heartmate 3 patient handbook (rev. G) are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The thrombus was detected through a computerized tomography (CT) scan. There were no changes to pump parameters reported by the customer. A revision of the outflow graft and bend relief to remove the thrombus was performed on (B)(6) 2023. The revision resolved the thrombus.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter phone number: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the clinic detected a suspected thrombus formation between the outflow graft and the bend relief. It was unknown if any low flow alarms occurred as a result of the thrombus. It was unknown if there were any changes to the patient's condition or medication regimen that could have caused or contributed to the event. A revision of the outflow graft to remove the thrombus was performed on (B)(6) 2023.